Manufacturer narrative:
Continuation of d10: product ID: 900304 product type: integrated dilator/needle medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was later reported that the case was completed with cryo.

Manufacturer narrative:
Continuation of d10: product ID: medtronic unknown, product type: balloon catheter; product ID: medtronic unknown, product type: sheath. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that following a cryo ablation procedure, the patient experienced several adverse events. The patient presented to the emergency department with chest pain and shortness of breath. The chest pain was located in the middle of the chest. Post-ablation pericarditis was identified. Diagnostic tests included a blood test showing mild leukocytosis and mild thrombocytopenia, an electrocardiogram indicating normal sinus rhythm, an echocardiogram with an ejection fraction of 64% and no pericardial effusion, and an x-ray showing no acute process. Interventions included administration of opioid, a non-steroidal anti-inflammatory drug, and a mineral supplement. The patient was hospitalized for observation and subsequently recovered. The outcome of this case is unknown. No further patient complications have been reported as a result of this event.